Event description:
The reporter contacted animas on (B)(6) 2014 alleging a case/condition issue of moisture ingress behind the display lens. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on examination, there was visible moisture inside the pump and behind the display screen. A leak test was performed and revealed a leak at a crack in the case between the display lens and the case seal. The pump was opened for investigation and revealed moisture corrosion inside the pump affecting the display screen, the continuous glucose monitoring module the motor wire and connection and the keypad wire.